Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5070475) on 26-jun-2017. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy") and autoimmune disorder ("although she does continue to experience autoimmuiie-like symptoms") in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only twenty-three at the time of her implant. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), menorrhagia ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy), surgery (dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure) and surgery (to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, menorrhagia, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved and the allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder and insomnia outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter considered abdominal pain, autoimmune disorder, cystitis, depression, dizziness, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle, uterine adhesions and uterine haemorrhage to be related to essure. The reporter commented: post essure procedure condition and treatment: plaintiff 's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on february 23, 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. On or around september 24, 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around (B)(6) , 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/pelvic pain. On or around (B)(6) 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on (B)(6) 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on (B)(6) 2016 at a surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: pelvic us: negative or nonspecific findings ultrasound scan vagina - on (B)(6) 2017: a simple cyst was noted on her right ovary plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, she complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. Most recent follow-up information incorporated above includes: on 30-oct-2018: summons received received, new reporter event although she does continue to experience autoimmuiie-like symptoms were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070475) on 26-jun-2017. The most recent information was received on 25-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and allergy to metals ("nickel allergy") in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only twenty-three at the time of her implant. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), menorrhagia ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left") and pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"). The patient was treated with surgery (dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy), surgery (dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure) and surgery (to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, menorrhagia, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved and the allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder and insomnia outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter considered abdominal pain, cystitis, depression, dizziness, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle, uterine adhesions and uterine haemorrhage to be related to essure. The reporter commented: post essure procedure condition and treatment: plaintiff 's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. On or around (B)(6) 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around (B)(6) 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/pelvic pain. On or around (B)(6) 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on (B)(6) 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on (B)(6) 2016 at a surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: pelvic us: negative or nonspecific findings ultrasound scan vagina - on (B)(6) 2017: a simple cyst was noted on her right ovary plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, she complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. Most recent follow-up information incorporated above includes: on 25-may-2018: following internal review, other relevant tests section and reporters comment field were amended. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070475) on 26-jun-2017. The most recent information was received on 23-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding'), allergy to metals ('nickel allergy') and autoimmune disorder ('although she does continue to experience autoimmuiie-like symptoms') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only twenty-three at the time of her implant. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), menorrhagia ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), autoimmune disorder (seriousness criterion medically significant) and flatulence ("gas"). The patient was treated with surgery (dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure, dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy and to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, menorrhagia, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved and the uterine haemorrhage, allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder, insomnia, autoimmune disorder and flatulence outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter considered abdominal pain, autoimmune disorder, cystitis, depression, dizziness, flatulence, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle, uterine adhesions and uterine haemorrhage to be related to essure. The reporter commented: post essure procedure condition and treatment: plaintiff 's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. On or around (B)(6) 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around (B)(6) 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/pelvic pain. On or around (B)(6) 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on (B)(6) 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on (B)(6) 2016 at a surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: pelvic us: negative or nonspecific findings. Ultrasound scan vagina - on (B)(6) 2017: results: a simple cyst was noted on her right ovary. Diagnostic results: plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, she complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. Concerning the injuries reported in this case, the following one/ones were reported via social media: gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: content from social media received. New event 'gas' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070475) on 26-jun-2017. The most recent information was received on 03-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure was buried in the right tube/failed to reveal essure in cavity'), pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterine bleeding'), allergy to metals ('nickel allergy') and autoimmune disorder ('although she does continue to experience autoimmuiie-like symptoms') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only twenty-three at the time of her implant. Plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, she complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), heavy menstrual bleeding ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), autoimmune disorder (seriousness criterion medically significant) and flatulence ("gas"). The patient was treated with surgery (d&c, hysteroscopy, laparoscopy, and removal of essure implants with bilateral salpingectomy., dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure, dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy and to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abnormal uterine bleeding, allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder, insomnia, autoimmune disorder and flatulence outcome was unknown and the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, heavy menstrual bleeding, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, cystitis, depression, dizziness, embedded device, flatulence, heavy menstrual bleeding, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle and uterine adhesions to be related to essure. The reporter commented: post essure procedure condition and treatment: plaintiff 's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. On or around (B)(6) 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around (B)(6) 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/pelvic pain. On or around (B)(6) 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on (B)(6) 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on (B)(6) 2016 at a surgery approximately 3 loops of coil were then noted to be coming out of the ieft ostial opening. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: pelvic us: negative or nonspecific findings. Ultrasound scan vagina - on (B)(6) 2017: results: a simple cyst was noted on her right ovary. Diagnostic results: concerning the injuries reported in this case, the following one/ones were reported via social media: gas concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure buried in right tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient dob, medical history, event: essure was buried in the right tube/no essure in cavity, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070475) on 26-jun-2017. The most recent information was received on 21-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure was buried in the right tube/failed to reveal essure in cavity'), pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterine bleeding'), allergy to metals ('nickel allergy') and autoimmune disorder ('although she does continue to experience autoimmuiie-like symptoms') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only twenty-three at the time of her implant. Plaintiff had an hsg exam on february 23, 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around march 30, 2015, she complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on april 29, 2015. Occlusion was observed in both fallopian tubes at this time. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), heavy menstrual bleeding ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"), autoimmune disorder (seriousness criterion medically significant) and flatulence ("gas"). The patient was treated with surgery (d&c, hysteroscopy, laparoscopy, and removal of essure implants with bilateral salpingectomy., dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure, dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy and to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abnormal uterine bleeding, allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder, insomnia, autoimmune disorder and flatulence outcome was unknown and the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, heavy menstrual bleeding, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, cystitis, depression, dizziness, embedded device, flatulence, heavy menstrual bleeding, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle and uterine adhesions to be related to essure. The reporter commented: post essure procedure condition and treatment: plaintiff 's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on february 23, 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around march 30, 2015, plaintiff complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on april 29, 2015. Occlusion was observed in both fallopian tubes at this time. On or around september 24, 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around october 20, 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/pelvic pain. On or around december 17, 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on february 18, 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on march 16, 2016 at a surgery approximately 3 loops of coil were then noted to be coming out of the ieft ostial opening. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: pelvic us: negative or nonspecific findings. Ultrasound scan vagina - on (B)(6) 2017: results: a simple cyst was noted on her right ovary. Diagnostic results: concerning the injuries reported in this case, the following one/ones were reported via social media: gas concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure buried in right tube. Thanks & regards, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5070475) on 26-jun-2017. The most recent information was received on 21-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and allergy to metals ("nickel allergy") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Initial essure procedure: on or around (B)(6) 2014, plaintiff underwent the essure procedure under general anesthesia. Plaintiff was only (B)(6) at the time of her implant. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse every time/ dyspareunia"), abdominal pain ("abdominal pain described as acute, burning, and diffuse.") And depression ("depression"). On (B)(6) 2017, the patient experienced ovarian cyst ("simple cyst on right ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) with suprapubic pain and abdominal pain lower, allergy to metals (seriousness criterion disability) with fatigue and headache, musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), cyst ("recurring cysts"), uterine enlargement ("swelling of uterine area"), abnormal weight gain ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss"), insomnia ("trouble sleeping"), migraine ("migraine"), teeth brittle ("brittle teeth"), menorrhagia ("menorrhagia/ heavy periods"), cystitis ("chronic cystitis"), uterine adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left") and pelvic adhesions ("large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left"). The patient was treated with surgery (dilation and curettage, laparoscopy, lysis of adhesions, bilateral salpingectomy), surgery (dilation and curettage with paracervical block anesthesia, and endometrial ablation with novasure) and surgery (to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, feeling abnormal, dizziness, dyspareunia, abnormal weight gain, alopecia, abdominal pain, migraine, teeth brittle, menorrhagia, depression, cystitis, ovarian cyst, uterine adhesions and pelvic adhesions had resolved and the allergy to metals, musculoskeletal pain, scar, loss of libido, cyst, uterine enlargement, weight loss poor, immunodeficiency, gastric disorder and insomnia outcome was unknown. The reporter considered abdominal pain, cystitis, depression, dizziness, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, teeth brittle, uterine adhesions and uterine haemorrhage to be related to essure. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, alopecia, arthralgia, cyst, dyspareunia, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, uterine enlargement and weight loss poor with essure. The reporter commented: post essure procedure condition and treatment: plaintiff's post-procedure course has been marked by pelvic pain, abdominal pain, abnormal uterine bleeding, dyspareunia, joint pain, hair loss, weight gain, fatigue, brain fog, migraine headaches, brittle teeth, menorrhagia, and dizziness. Plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff maurice complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. On or around (B)(6) 2015, plaintiff presented to another physician with significant complaints of abdominal pain for the previous nine months, which she described as acute, burning, and diffuse. She also described heavy periods and fatigue. During this encounter, plaintiff also asked that her essure coils be examined, raised the issue of the FDA¿s review of the essure product, and the possibility that she had an allergy to nickel. She underwent a pelvic ultrasound shortly thereafter that had negative or nonspecific findings. The next month, on or around (B)(6) 2015, plaintiff presented to a doctor and reported continued abdominal pain, depression, and dyspareunia. Plaintiff noted that the symptoms had been present since the essure implant procedure. Doctor referred plaintiff to a urologist as he could not find a cause for her abdominal/ pelvic pain. On or around (B)(6) 2015, plaintiff continued complaints of abdominal pain. She was again referred to a urologist as well for chronic cystitis. Plaintiff began reporting complaints of acute dizziness on (B)(6) 2016, when she presented to family physicians. In response to her continued complaints, a doctor performed a dilation and curettage procedure, with paracervical block anesthesia, and endometrial ablation with novasure on (B)(6) 2016 at a surgery center. She was diagnosed with abnormal uterine bleeding. On or around (B)(6) 2017, a transvaginal ultrasound was performed due to continued complaints of pelvic pain by the plaintiff. A simple cyst was noted on her right ovary. A follow up ultrasound was suggested to better evaluate the left adnexa. On or around (B)(6) 2017, plaintiff returned to a doctor, to discuss her recent follow up ultrasound. During this visit, plaintiff complained of constant pain in her left lower quadrant, pain during intercourse, and her allergy to nickel. She was recommended to have the devices removed and scheduled surgery for the following month. Plaintiff had the essure devices removed surgically on (B)(6) 2017. A dilation and curettage, laparoscopy, lysis of adhesions and bilateral salpingectomy on this date at surgery center was performed. In the operative report the doctor reported numerous adhesions within the uterus. A large amount of omental adhesions to the posterior aspect of the uterus, ovary and tube covering the cornual area down to the uterosacral ligament on the left. Since the removal procedure, plaintiff¿s pain and symptomatology has largely resolved. Prior to her removal surgery, plaintiff could not have known that her symptoms were related to essure, as her doctors consistently looked for and provided alternative causes. After her removal surgery, the cause of her symptoms became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: pelvic us: negative or nonspecific findings ultrasound scan vagina - on (B)(6) 2017: a simple cyst was noted on her right ovary plaintiff had an hsg exam on (B)(6) 2015. Occlusion was observed in the right fallopian tube, and patency in the left. On or around (B)(6) 2015, plaintiff maurice complained of suprapubic pain associated with movement and bending to doctor. A repeat hsg exam was done on (B)(6) 2015. Occlusion was observed in both fallopian tubes at this time. Most recent follow-up information incorporated above includes: on 21-dec-2017: legal claim was received: initials and age added. New events received: pelvic pain, abdominal pain, abnormal uterine bleeding, fatigue, migraine, headaches, brittle teeth, menorrhagia, suprapubic pain, depression, chronic cystitis, acute dizziness, ovarian cyst, ovarian and tubal adhesions, history updated, intervention specified (pelvic pain=incident). Outcome for most events recovered. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070475) on (B)(6) 2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("nickel allergy") and endometrial ablation ("unnecessary burning of lining of uterus surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion disability), musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pain"), scar ("scar tissue growth"), feeling abnormal ("brain fog (do not remember that much anymore)"), dizziness ("dizziness and light headed (all the time)"), loss of libido ("no sex drive"), dyspareunia ("painful intercourse every time"), cyst ("recurring cysts"), uterine edema("swelling of uterine area"), weight increased ("weight gain (even with exercise and dieting)"), weight loss poor ("lack of weight loss"), immunodeficiency ("low immune system"), gastric disorder ("stomach issues"), alopecia ("excessive hair loss") and insomnia ("trouble sleeping"). The patient was treated with surgery (to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, endometrial ablation, musculoskeletal pain, arthralgia, scar, feeling abnormal, dizziness, loss of libido, dyspareunia, cyst, uterine edema, weight increased, weight loss poor, immunodeficiency, gastric disorder, alopecia and insomnia outcome was unknown. The reporter provided no causality assessment for uterine edema, allergy to metals, alopecia, arthralgia, cyst, dizziness, dyspareunia, endometrial ablation, feeling abnormal, gastric disorder, immunodeficiency, insomnia, loss of libido, musculoskeletal pain, scar, weight increased and weight loss poor with essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.